Event description:
It was reported that this implantable pacemaker was explanted due to superior vena cava occlusion. There was no device replacement. No additional adverse patient effects were reported.